Event description:
It was reported that the caller experienced a continuous glucose monitor (cgm) error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided guidance on resetting the pump. After the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session.